Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked component lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, and displacement test or verify low battery alarm due to unresponsive button. Unit had cracked reservoir tube lip, broken belt clip slot. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the buttons had started to wear out and the act button was difficult to push, there was a crack on the side of the insulin pump near the reservoir. The insulin pump will be returned for analysis.